Event description:
Pt has been using a minimed 507c pump since 1999. These $5000 machines break ever year. Not from mishandling or impact, they just wear out. Pt would like to know any other electrical product that has that short a lifespan that costs that much. Pt feels there is a serious quality control issue here and it needs investigation. This co is soaking people for incredible amounts of money on poorly built equipment. The first four were all returned for re-furbished models. The fact that they have so many fefurbished models says a lot about the quality.